Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the buttons on the pump are no longer working. Customer stated when the buttons stopped responding, then the pump stopped turning on. Customer advised the up, down, menu, and check buttons stopped responding all at the same time. Customer reported the up button on the side of the pump is stuck in and the rubber is worn off. Customer stated the metal plate of the up button can be seen. No adverse event reported. Requested return of the alleged pump for evaluation.